Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and ketones were present. Insulin injections were administered to address the bg level. The pump supplies were changed multiple times and each time they were changed, insulin drips were observed exiting the tubing. The cause of the high bg was not known. The ketones "went away quickly" after the insulin injections. As there was not a cartridge on the pump at the time of the report, a pump system check was not performed. The pump data was reviewed by tandem customer technical support and nothing was found that could explain the elevated bg levels. A tandem clinical diabetes specialist met with the contact and the pump settings were confirmed to be correct. The infusion set sites were being rotated. The customer had reverted to using insulin injections for insulin therapy and had better control of the bg level using smaller insulin doses.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged device issue could not be verified; however, a different issue was identified.